Event description:
Event: unresolved type I superior endoleak. Case details: a possible small type I superior endoleak was observed. 14x40 stents were placed in the limbs bilaterally. Femoral artery repair was performed with bypass graft for extensive tissue dissection and extended incision from femoral artery scar tissue.